Event description:
The manufacturer received information from a police department official that a patient has passed away while using a trilogy evo ventilator. There is no allegation that the ventilator contributed to the death. The patient was confirmed to be on the device during the time of death. Resuscitative measures were performed at the time of death. The patient passed away on (B)(6) 2026 and the primary disease that led to the use of the device was myotonic dystrophy. The philips clinical assessment team states that "the reported event was reviewed due to an inquiry from the police that was made regarding the death of the patient using the ventilator and that instructions were provided regarding how to place the ventilator on standby, how to switch to battery power, the battery operating time, and the model number and s/n of the unit in use, as these points were requested. It was reported that the device had been seized and the police are investigating. The patient passed away on (B)(6) 2026. The primary disease that led to the use of the device was myotonic dystrophy. The sales representative has not obtained any information at this time that suggests a malfunction of the device. The time and cause of death have not yet been determined. When the sales representative visited the police station on01-29-2026, where the device had been seized, he was informed that the device would be returned once the investigation is completed, and therefore no specific date has been determined. The device was being used with a third-party product: inspired humidifier vhb 100 (rental). The reported event makes no allegation of any specific device malfunction, use error, failure, labeling, or other deficiency that is relevant to the harm reported. Additional good faith effort information was obtained, and it was reported that the patient was on the device at the time of the reported death. However, it was reported that at this time, there is no information that the device caused or contributed to the patient¿s death. Based on available information, the reported death is assessed as not related to the device in this case. Therefore, based on information available at this time, the device did not cause or contribute to a serious injury or death. Further good faith efforts are pending." The device has not been returned to the manufacturer. At this time, we are unable to confirm any malfunction of the device. A supplemental report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information from a police department official that a patient has passed away while using a trilogy evo ventilator. There is no allegation that the ventilator contributed to the death. The patient was confirmed to be on the device during the time of death. Resuscitative measures were performed at the time of death. The patient passed away on (B)(6) 2026 and the primary disease that led to the use of the device was myotonic dystrophy. The philips clinical assessment team states that "the reported event was reviewed due to an inquiry from the police that was made regarding the death of the patient using the ventilator and that instructions were provided regarding how to place the ventilator on standby, how to switch to battery power, the battery operating time, and the model number and s/n of the unit in use, as these points were requested. It was reported that the device had been seized and the police are investigating. The patient passed away on (B)(6) 2026. The primary disease that led to the use of the device was myotonic dystrophy. The sales representative has not obtained any information at this time that suggests a malfunction of the device. The time and cause of death have not yet been determined. When the sales representative visited the police station on (B)(6) 2026, where the device had been seized, he was informed that the device would be returned once the investigation is completed, and therefore no specific date has been determined. The device was being used with a third-party product: inspired humidifier vhb 100 (rental). The reported event makes no allegation of any specific device malfunction, use error, failure, labeling, or other deficiency that is relevant to the harm reported. Additional good faith effort information was obtained, and it was reported that the patient was on the device at the time of the reported death. However, it was reported that at this time, there is no information that the device caused or contributed to the patient¿s death. Based on available information, the reported death is assessed as not related to the device in this case. Therefore, based on information available at this time, the device did not cause or contribute to a serious injury or death. Further good faith efforts are pending." During evaluation of the device at the manufacturer service center, a functional inspection was conducted and found to be operating normally, with no malfunctions. A review of the event log confirmed that the power button was pressed on (B)(6) 2026, at 9:07:52 pm, and the unit transitioned to standby mode two seconds later. The next ventilation start time was (B)(6) 2026, at 8:29:36 am. The service technician states that no errors indicating a mechanical malfunction were found. A functional test was conducted to confirm the unit's malfunctions, and all tests were found to pass. Based on the above, the unit is deemed to be operating normally. Final testing, battery check, valve check, run in testing, and cleaning were performed. The unit operated properly. The section h coding has been updated to reflect the device evaluation information.